Event description:
It was reported the when a patients follow-up via remote monitoring system was reviewed, inappropriate shock due to oversensing of a wide qrs wave and oversensing of noise was observed. Further in clinic measurements and testing were recommended to ensure all the leads were functioning properly. The patient will continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.